Event description:
A patient reported experiencing inaccurate erratic results with a one touch ii meter. The patient 's blood glucose results were 95mg/dl,190mg/dl.tests were done within 10 minutes with a difference of 59%. Patient did not expereince any adverse events. No further information has been reported. Note-customer is using the wrong control solution.